Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient visited the hospital after receiving inappropriate shocks due to conducted atrial fibrillation. The issue was resolved by optimizing the medical therapy. The patient condition was well.